Manufacturer narrative:
The customer did not return the suspected product for evaluation. Also, the suspected lot # of test strips expired on 30-sep-2019. Therefore, an in-house testing was performed using the in-house contour ts meter with in-house contour ts test strips from lot # 8bm3e02, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found. Country of origin as "brazil" and report source as "foreign" have been updated respectively. Manufacturing site address and 510(k)# indicated in respectively of the initial report were captured incorrectly. Sections have been updated with the correct information. Unique identifier was incorrectly captured. As the device model # was not provided, the unique identifier # could not be determined for this report.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customers weight was not provided.

Event description:
The customer from (B)(6) reported high results with their contour ts blood glucose monitoring system. The customer reported receiving a result of 437 mg/dl on their contour ts system. A comparison laboratory test was performed and the result was reported to be 150 mg/dl there was no treatment change and no allegation of an adverse event. The customer has been requested to return the test strips and meter for investigation. Replacement strips and meter were sent to the customer.